Event description:
Event description guidant received information that this left ventricular (lv) transvenous pace/sense lead is fractured and the physician is concerned about removing the lead. The caller inquired whether or not it would be possible to implant a second lv lead along side an existing lead. A guidant technical services (ts) consultant advised that this should not be done as the leads could press against one another or the surrounding vessel wall, thus risking perforation and/or insulation abrasion. Therefore, the lead was partially explanted. An attempt was made to implant a replacment lv lead (4543/114563) and a new rv lead (4087/258626), however, due to difficult patient anatomy this was unsuccessful.